Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her dog chewed one of her sensors. Customer also mentioned having low blood glucose of 40 to 50 mg/dl. Troubleshooting for the low blood glucose was declined by customer and indicated that they treated with food. No further details given.